Event description:
On 10/08/1998, the facility's nurse supervisor informed the MFR's sales rep of the following: prior to insertion of the device, the surgeon attempted to flush both lumen of the catheter through the device septa. One of the lumen flushed and one did not. As a result, the device was not implanted by the surgeon. No further details were provided at this time.